Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. During follow-up, no noise was able to be reproduced and an x-ray of the system did not show any abnormalities. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted electrocautery damage at distal area of shock coil - likely explant damage. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise. During follow-up, no noise was able to be reproduced and an x-ray of the system did not show any abnormalities. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.